Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received a ¿restart ilet 42¿ alert. A replacement ilet was issued. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.